Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation, the response buttons were not able to activate the monitor. As received, the rear response button flexible pcb was pulled from the ca board. The root cause of the damaged response button cannot be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
A us distributor reported that a monitor response buttons were not functioning.